Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that both pumps were not working, beeping with no message, with a newly mixed, smiths medical, cadd medication cassette. It was reported the cassette was changed and was working fine. No adverse patient effects were reported. No additional information is available at this time.